Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the customer had been having low blood glucose during the night. The customer had a low blood glucose of 45 mg/dl in the middle of the night. Troubleshooting was performed. It was found that their basal rates as well as the time and date were all incorrect. The insulin pump was at 10pm when it should have been 11am. They were guided in correcting them. It was also reported that the screen looked blurry at times. It looked like ink was running under the screen. They were advised to discontinue use of the device and revert to a back-up plan. The insulin pump will not be returned for analysis.